Manufacturer narrative:
(B)(4). Date sent: 6/03/2026. D4: batch #unk. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging or in the operative field? In operating field. Did any pieces fall into the patient? No. If yes, were they retrieved? N/a. Will all pieces be returned with the device? Yes. If no, were they discarded? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45c, with lot/batch #a97v67, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right middle lobectomy procedure, the scrub team noted after the case that the black rubber covering over an articulation joint had split and the metal joint was exposed. The procedure progressed normally with no device issues observed. There were no patient consequences nor surgical delay reported. No additional information was provided.